Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis investigation was updated and concluded that the bent grips and insulation damage are likely a result of the break of the molded insulator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the jaw. The broken piece measures approximately 15.41mm and was returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. The instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the force bipolar instrument would not grasp; the jaws were broken. The procedure was completed with no reported injury.